Event description:
Complaint alleges that upon inspection (prior to patient use), there was a large quantity of spirometers with a broken/cracked mouthpiece.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.